Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The lot history record (elhr) was reviewed for the reported lot and there is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified and 99% stenosed distal right coronary artery (rca). Pre-dilatation was performed with a 1.5 x 8 mm unknown balloon catheter. A 3.0 x 12 mm xience prime stent was implanted in the lesion when a distal edge dissection occurred. Another xience prime was implanted to treat the dissection. There was no clinically significant delay in procedure. No additional information was provided.